Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test due to buttons not responding.

Event description:
Customer reported via phone call that they were having sensor issue. Customer stated they had a lost sensor alarm. During troubleshooting, the transmitter did not communicate due to an incorrect identification number.. Customer's blood glucose value was 150mg/dl. Insulin pump was returned for analysis.